Event description:
This spontaneous report was received on 10-jun-2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using a new listerine ultraclean access dental flosser replacement head (route-dental, lot number and expiration date unspecified) one every day, for an unknown indication. On the same day during usage, the flosser refill broke. After an unspecified duration, the consumer tried another refill and the flosser refill broke again. The consumer stated that it took three refills to make the device work. The consumer had been using the device for years. The devices are not available for return as the consumer discarded the broken flosser refills. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
This is an initial submission for the first product in this case. The manufacturer report number for the second product in this case is 8041101-2015-00024. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
This is a follow up submission for the first product in this case. The manufacturer report number for this submission is 8041101-2015-00023. The manufacturer report number for the second product in this case is 8041101-2015-00024. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2015 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using a new listerine ultraclean access dental flosser replacement head (route-dental, lot number and expiration date unspecified) one every day, for an unknown indication. On the same day during usage, the flosser refill broke. After an unspecified duration, the consumer tried another refill and the flosser refill broke again. The consumer stated that it took three refills to make the device work. The consumer had been using the device for years. The devices are not available for return as the consumer discarded the broken flosser refills. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states. Additional information received on 27-jul-2015. The field sample has not been received for evaluation. A review of non-conformances and capas was performed and no non-conformances or capas related to the reported defect were created. Specification changes were not expected to cause the reported defect. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report was remains a reportable malfunction in the united states.